Manufacturer narrative:
The product has not been returned for evaluation. When it arrives and the product evaluation has been completed, a supplemental report will be submitted. The device history record review was completed and all inspections passed with no non-comformances.

Event description:
It was reported that the hemcsm10 acumen cuff read 15 to 20 points lower than systolic and diastolic blood pressures from the arterial line and brachial line. Troubleshooting included trying different cuffs and fingers. There were no adverse events but the acumen cuff was on the opposite side of the art line. This was during use. There is no patient injury. Patient demographics were unavailable.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, and investigation conclusions have been updated. One hemcsm10 was received for product evaluation. The suspect hemcsm10 was connected to a known working hem1 hot mock-up system. The hemcsm10 caused no errors. It was also able to obtain normal blood pressure readings and waveform. The hemcsm10 was ran for 1 hour and the readings remained stable. No damage was found. There was no defect.